Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
D9: 7/12/2025. Received one device. Visual inspection found downstream occlusion sensor (dso) seal degraded, the failure was confirmed, caused by the dso sensor, which was replaced along with the dso seal. The performance verification test was performed. All tests passed within specifications. Probable cause: dso sensor damaged" service history review identified there was no indication that the complaint was related to a service of the device within the review period.